Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 3.18mm offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. Additional findings related to customer reported complaint: the instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be bent. Components adjacent to the dislodged molded insulator do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that prior to the start pre-anesthesia of a da vinci-assisted surgical procedure, the force bipolar jaws are misaligned. The procedure was completed with no reported injury.